Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb.